Event description:
It was reported to the aci sales professional on (B)(4) 2010 that a female patient experienced complications following a right and left heart catheterization procedure on (B)(6) 2010. The physician was in training to the use of the mynx and used the device for femoral artery closure following the procedure. The aci sales professional was present. The groin shot revealed no abnormalities, pvd or calcium and the stick location was reportedly good. There was no further information provided regarding the deployment of the mynx. It was reported that approximately 30 days post procedure, the patient complained of foot pain. The patient was referred to a radiologist who assessed that there was sealant in the artery causing an occlusion. A percutaneous intervention was successfully performed, however no material was sent to pathology to confirm the contents of the occlusion. No further information was provided.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 346 mg/dl, 38 mg/dl, 49 mg/dl and 138 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.